Manufacturer narrative:
The stent remains in the pt's body. The stent delivery system is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: thumbwheel spinning, inaccurate stent delivery. Time of device malfunction: during the procedure. Symptoms/ae: stent deployed at unintended site. It was reported that during stent deployment in the popliteal artery, when the stent was partially expanded a snapping sound was heard followed by thumbwheel spinning, preventing full stent deployment. While removing the stent delivery system and the partially expanded stent, the stent dislodged and fully implanted in an unintended site in the superficial femoral artery. Another xceed stent was implanted in the intended target lesion and the procedure was completed. There were no reported adverse pt sequelae. Though requested, no additional information was available.